Manufacturer narrative:
One ensite x amplifier was received for evaluation. The amplifier was powered on and then the amplifier booted to a flashing orange ¿not-ready¿ light emitting diode (led) status. This indicated the amplifier did not pass the power-on-self-test (post) although the test station and tracker communicated successfully, however there was multiple stim steering symptoms attributed to slot 0 (all channels). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause was attributed to a stim steering post condition against slot 0.

Event description:
During patient preparation for an atrial fibrillation procedure, the ensite x amplifier remained flashing orange, resulting in a clinically significant delay. An ensite precision system was used to complete the procedure.